Event description:
It was reported that balloon rupture occurred. The patient presented with arterial stenosis. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was stable.